Event description:
It was reported that bd¿ luer-lok syringe 60 ml had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: we have received a complaint from a customer due to a foreign body in a 50ml luer lock syringe. Initial inspection by the customer identified the foreign body as a hair, however inspection under magnification identified that the fiber is most probably man-made. The fiber only became visible when the customer started to use the syringe (filling it with water). As the fiber was not visible either during our own inspection or that of the customer it is likely that the fiber was present on the rubber bung.

Manufacturer narrative:
H.6. Investigation summary: one sample and three photos were received from the customer for investigation. The sample was visually examined and it was found that there is a dark fiber or hair loose in the syringe barrel behind the plunger. The fiber was visually examined using 40x magnification and was identified it as a hair as a cuticle was observed on one end of the fiber. Three photos were also received from the customer for investigation. One photo shows a magnified view of the syringe barrel. There is a hair or fiber which has been circled by the customer. The second and third photos show a magnified view of a fiber. The fiber appears to be smooth. Based on the location of the hair in the syringe barrel behind the plunger it appears that the hair was introduced after the plunger had been assembled and inserted into the syringe barrel. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. Additionally, as this product has seen additional handling and processing where the hair was introduced cannot be determined. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml had foreign matter inside the syringe. This was discovered during use. The following information was provided by the initial reporter: we have received a complaint from a customer due to a foreign body in a 50ml luer lock syringe. Initial inspection by the customer identified the foreign body as a hair, however inspection under magnification identified that the fiber is most probably man-made. The fiber only became visible when the customer started to use the syringe (filling it with water). As the fiber was not visible either during our own inspection or that of the customer it is likely that the fiber was present on the rubber bung.